Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited noise and increased pacing lead impedance. Patient was asymptomatic. Lead was capped and replaced on (B)(6) 2016. Patient was stable during and post procedure.